Event description:
The manufacturer received information alleging a ventilator was constantly alarming. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed to power on. The device's system board was replaced to address the issue.